Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer fse confirmed that the station was properly connected to a red backup power outlet. The customer planned to follow up with the engineering department to determine why the red outlet did not provide backup power during an outage. No issues were found with the station itself no further investigation was required. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station turned off during generator test and entered disconnected mode both times, required a power cycle and data cable reconnection. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.